Manufacturer narrative:
(B)(4).

Event description:
It was reported that when staff went to check patient's observations, a portex® uniperc® adjustable flange tracheostomy tube was "misplaced". The inner tube was "further out" than previously (approximately two inches). Patient was on the ventilator at the time of the event, and tidal volume began to decrease, although oxygen saturations remained stable. It was noted that there was no harm to the patient. The junior doctor was informed and arrived immediately. Oxygen was applied to the patient's face. A consultant assessed the patient and observed the locking system on the adjustable flange of the tracheostomy tube was broken, allowing the inner armored tracheostomy tube to migrate from optimal position. The consultant made the decision to remove the tracheotomy tube and closely observe the patient's airway overnight. No permanent injury was reported.

Manufacturer narrative:
One device was returned for evaluation without its original packaging. Visual inspection of the device found that the blue locking lever was detached, in order to close the adjustable flange. It was confirmed that the clamping diameter in the hub and tube outer diameter conformed per specification. The blue lever was assembled and functional testing found that the flange was firmly attached to tube as expected. Based on the evidence, a root cause was unable to be determined. No found was found with the device.